Event description:
Customer called to report that none of the ion-selective electrodes (ise) would calibrate and noted that tubing #24 of the unicel dxc 800 synchron system was dislodged, resulting in a drip of fluid from the tubing. Customer trimmed and reinstalled the tubing; however, calibrations continued to fail. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting, and advised customer on how to remove and clean the electrolyte injection cup (eic) and valves. The cts scheduled a request for onsite service as customer stated that calibrations continued to fail. The field service engineer (fse) inspected the instrument and found that tubing #24 would pop off. The fse replaced smart module 63, which did not resolve the issue. The fse then found a loose connector / line on the valve interconnect board. The fse adjusted the line to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The cause of the issue is attributed to the loose ise tubing, at line #24.

Manufacturer narrative:
(B)(4).